Manufacturer narrative:
The customer's calibration signals were within expectations, however, re-calibration was overdue. Control data was acceptable. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient tested for elecsys brahms pct on a cobas e 411 immunoassay analyzer. The initial pct result was 64.31 ng/ml and the repeat result was 60.14 ng/ml. The physician did not believe the results matched the patient's condition. The pct reagent lot number was 361486.